Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reports rupture on an unknown side. The device has been explanted.

Manufacturer narrative:
Reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified broken creases sharp, stress marks, brown particles, missing shell (0-25%), wear abrasion and creases fold. Base on the device analysis, the final assessment is a broken crease sharp on radius due to fold flaw opening and a missing shell due to inconclusive.

Event description:
Physician reports rupture on the left side diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reports rupture on the left side diagnosed by MRI.